Manufacturer narrative:
Section b3: the event date estimated. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with a known outflow graft obstruction presented with chest pain/discomfort and increased shortness of breath on (B)(6) 2026. The onset of the outflow obstruction was (B)(6) 2025, and the patient was not treated for the outflow obstruction. Per the site, several power spikes were noted with the ventricular assist device (vad) interrogation. Log file was sent for review. The log file event history captured no unusual events and some unsustained power/flow elevations with the overall trending unremarkable. The mechanical circulatory system (mcs) operated as intended. The cause of the chest pain/discomfort was not identified, and the patient was treated with diuresis. The patient was having a transplant workup.

Event description:
It was additionally reported that the patient had a dilated right atrium (ra), right ventricle (rv), and left ventricle (lv). There was no thrombus in the inflow and hypoattenuation was seen along the course of the outflow cannula.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of outflow obstruction, chest pain/discomfort, and increased shortness of breath could not be conclusively established through this evaluation. No images of the outflow graft obstruction were submitted for review, and the device was not returned for evaluation. Additionally, the type of outflow graft obstruction was not reported and was unable to be determined through this evaluation. Review of the submitted log files revealed the system was operating as intended. No notable pump events or alarms were captured within the reviewed file. It was reported that the patient, with an onset of outflow graft obstruction from march 2025 which was not treated, presented with chest pain/discomfort and increased shortness of breath. The cause of the chest pain/discomfort was reportedly not identified and was treated with diuresis. The provided information also indicated that the patient was having a transplant workup. Additional information regarding the patient's computed tomography (CT) revealed grossly patent inflow cannula, with no definite evidence of thrombus within the limitation of the technical factors. The outflow cannula remained grossly patent, with a stable appearance and extent of asymmetric lining hypoattenuation along its course. The minimal luminal diameter measured 2.0 × 0.7 cm. The right atrium, right ventricle, and left ventricle were reportedly dilated, with the right ventricle showing hypertrophy. The aortic and mitral valves and pulmonary arteries were reportedly normal. The thoracic aorta showed no aneurysm or dissection, and the pericardium was reportedly normal without effusion or thickening. The chest wall showed evidence of prior anterior median sternotomy. The mediastinum/hila were reportedly normal without adenopathy. The pleural spaces were reportedly normal without thickening or effusion or pneumothorax. The patient's lung parenchyma was reportedly normal without consolidation or mass. The upper abdomen reportedly demonstrated reflux of contrast into a dilated inferior vena cava (ivc) and hepatic veins. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.